Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach during a vertical gastroplasty, the 45mm black reload progressed normally with the staple line but on the second stapling, the stapler trigger showed greater resistance than usual. It was also stated that the trigger broke off. It was necessary to replace the handle and the reload that did not work on the first stapler when replaced worked normally. There was no patient injury.